Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported suction loss occurred during the procedure while laser was firing with an intralase patient interface, (pi). There was no patient injury reported. The pi was switched out; however, this second pi also failed to achieve suction as well. The procedure was aborted and patient treatment was rescheduled. As the case required two pi's, a second MDR report is being filed. This report represents the second pi that was attempted.